Event description:
Customer reportedly received results of lo and 70 mg/dl within 10 minutes on the complete system. No low blood glucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.